Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device lost power while running. The event occurred during inspection and maintenance. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, and a damaged cam flex sensor and a failed motor were found. The cam flex sensor and motor were replaced to fix the issue.